Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00241. This is the first MDR submitted for the first suspect product. A physician reported a pt who was oringinally skin tested on 6/4/1999 (left forearm) and re-tested on 7/14/1999 (right forearm & left forehead). The results of both test were negative. On 7/27/1999, the pt was treated with two formulations of product for lip enhancement and in the upper lip rhytides. One week post treatment on, 8/4/1999, at the treatment sites and the right forearm and left forehead test sites. There was no reaction at the first skin test site. As of 9/28/1999, the symptoms persist, worsening, sometimes causing tenderness and discomfort. The local symptoms were considered by the physician to be product related. The pt was treated with ibuprofen orally and advantin cream (methyl prednisolone) topically on 9/28/1999.